Event description:
This pt was treated with juvederm ultra. The physician observed "red, swollen, rash" at the treatment sites the same day of treatment. The pt was prescribed oral antibiotics and antiviral medications. The pt's symptoms resolved 12 days later.

Manufacturer narrative:
Medwatch sent to FDA on 01/dec/06. Please note corneal industrie is awaiting assignment of FDA registration number. The physician did not state that it was necessary to prescribe treatment to prevent a serious injury or that it would have worsened if the pt hadn't been treated but was unable to say that treatment wasn't necessary. The physician did note that this pt will not be treated with the product in the future. This event is being reported because inamed's approach to compliance is to resolve all doubt in favor of reporting. The documentary review in the batch file shows all manufacturing steps and all physicochemical and microbiological results (endotoxins, bioburden, sterility test, sterilization cycle, extrusion force test) are registered as conforming to specifications. In conclusion, as all the analysis results of the batch are conforming, it is probable that the pt had an undesirable side effect to the injection, as indicated in the IFU (inflammatory reactions, such as redness and swelling, at the injection site can occur). The symptoms are now considered resolved.